Manufacturer narrative:
On 10/30/2019, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 11/6/2019. Device evaluation summary: according with the information reported the patient experienced on right side intracapsulure rupture right side. Lymph nodes contain silicone during visual evaluation of the sample, it was found an area of siltex cracking in the anterior view. Within area of siltex cracking a tear was noted, measuring approximately 0.5 cm. No other anomalies were observed. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade iii, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation procedure with mentor medical devices mentor memorygel breast implant, siltex hpg, 350cc developed a capsular contracture associated with right breast implant bg iii. A mammogram was done on (B)(6) 2019 which displayed a silent rupture on the right breast implant as well as silicone in the lymph nodes. As a result, the patient underwent explantation on (B)(6) 2019.